Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation revealed that the keypad buttons were intermittently activating pump functions when pressed and adhesive was found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient said the up, down, and ok buttons were not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.